Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years post filter deployment, CT revealed stabilizing struts of the filter extend beyond the walls of the vena cava. At least 3 posterior struts contact the l3 vertebral body, which may be considered as the source of pain. Eventually, CT performed a few days later revealed the most medial posterior strut extends posterior to the aorta and vertebral body junction and one of the struts contacts the anterior aspect of the vertebral body on the right. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.